Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image was not displayed and a scope error 217 occurred. The event occurred during a colonoscopy procedure before the patient was sedated. The procedure was completed using an olympus back-up device. There were no reports of patient harm.